Event description:
It was reported that; the nurse of the hospital reported the following event t; as part of an arthrodesis l5-s1, the surgeon used 4 screws mantis redux dia. 7.5 x 45mm. When tightening the first nut in s1 left side, the arms of the mantis redux screws separated and broke. The nut was inserted with the xia ii universal tightener. The surgeon removed the nut in s1 left, inserted a nut in l5 left side, then held the screw head in s1 to re-insert the first nut. He was able to complete the procedure and final tightening. No impact on the patient, no extension of the surgery time.

Manufacturer narrative:
Updated lot code#: 14h849. Method: device not returned. Device history review; complaint history review & risk assessment results: manufacturing files were reviewed and no anomalies were found. The product remains implanted and was not returned for inspection. It is recommended that the surgeon use a compatible inserter along with the counter torque tube during insertion. Using the counter torque tube can prevent misalignment and cross threading issues. Conclusion: the probable cause is related to the blocker insertion process.

Event description:
It was reported that; the nurse of the hospital reported the following event t; as part of an arthrodesis l5-s1 the surgeon used 4 screws mantis redux dia. 7.5 x 45mm. When tightening the first nut in s1 left side, the arms of the mantis redux screws separated and broke. The nut was inserted with the xia ii universal tightener. The surgeon removed the nut in s1 left, inserted a nut in l5 left side, then held the screw head in s1 to re-insert the first nut. He was able to complete the procedure and final tightening. No impact on the patient, no extension of the surgery time.